Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, coating peeling at the insertion tube was observed. The root cause of the issue could not be determined, however, it is likely that the coating peeling was due to stress of repeated use, external factors and/or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Event description:
Olympus (omsc) was informed the customer uretero-reno videoscope was returned to the olympus repair center for a reported ¿leaking from the insertion section.¿ the reported issue was found an unspecified event. However, during the repair inspection a deterioration defect was identified, the coating on the insertion tube is peeling off. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the deterioration defect.

Manufacturer narrative:
During the repair inspection a deterioration defect was identified, the coating on the insertion tube is peeling off (maximum width of 4mm or more). Also, the customer¿s reported issue was confirmed/reproduced. The scope failed the water leak test due to a pinhole in the bending section cover. The inspection also noted deterioration or breakage of the adhesive from the bending section cover. The insertion tube is buckled and scratched. The up angulation does not meet standard specification due to a worn angle wire. The cause of coating on the insertion tube is peeling off is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.